Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: site (B)(6). It was reported that on (B)(6) 2025, a 27mm epic plus mitral valve was implanted in the patient. During the first operative periods, the patient experienced several episodes of atrial fibrillation alternative between rapid and slow rhythms. The patient required a transient pacemaker and medications. After that, the patient eventually achieved stable sinus rhythm.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.